Manufacturer narrative:
The sus voluntary report, mw5073917. (B)(4). Approximate age of device ¿ 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
A sus voluntary report (mw5073917) was received on 04jan2018 stating: the patient had a vad, heartmate 2 exchanged with a heartmate 3. The drivelines of the heartmate 2 were cut and covered with a single finger tip of a rubber sterile glove and sutured to the driveline which is considered non sterile wires. During the removal the driveline the rubber sterile finger broke off and remained in patient abdomen. The manufacturer should devise a safe product to cover the drivelines. Additional information was received on 08jan2018: it was reported that the patient went back to the operating room for a peritoneal bleed and that¿s when the lvad team discovered the glove tip. It was reported that the peritoneal bleed was likely due to the cautery used to remove the driveline.

Manufacturer narrative:
No device-related issues were reported. The account communicated the patient had a heartmate 2 exchanged with a heartmate 3. The drivelines of the heartmate 2 were cut and covered with a single finger tip of a rubber sterile glove and sutured to the driveline, which is considered non sterile wires. During the removal the driveline the rubber sterile finger broke off and remained in patient abdomen. It was reported the manufacturer should devise a safe product to cover the drivelines. Additional information was provided stating this was an issue that was discovered the next day. The patient went back for a peritoneal bleed and that¿s when they discovered the glove tip. It was reported the peritoneal bleed was likely due to the caudery used to get the driveline out. They seemed to have nicked something so had to go back and stop the bleeding. The pump exchange was covered (B)(4). The patient remains ongoing on vad support with no further issues reported. The manufacturer is closing the file on this event.